Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# FDA-2014-n-0736-2279, awareness date 29-oct-2015). It refers to a female consumer of unspecified age in great britain who had essure (fallopian tube occlusion insert) inserted in 2000 (or 2001). The reporter stated that her friend was a part of a trial in 2000 (or 2001) and ended in hysterectomy. Follow-up information received on 10-nov-2015: the (B)(4) regulatory authority provided the case number (B)(4). Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and ended in hysterectomy. This event is serious due to medical significance and listed in the reference safety information for essure. As with currently available methods of mechanical permanent contraception, if essure is to be removed, surgery could be required. It is possible that surgical removal of the fallopian tubes or uterus may be required. This particular case was reported with very limited information. The exact reason for the hysterectomy was not specified. Despite the limited information, given the nature of the reported event, causality with essure cannot be totally excluded. This case was regarded as incident since a surgical intervention was performed. A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 10-nov-2015: (B)(4). Follow-up information received on 02-dec-2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-dec-2015 for the following meddra preferred term: hysterectomy. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and ended in hysterectomy. This event is serious due to medical significance and listed in the reference safety information for essure. As with currently available methods of mechanical permanent contraception, if essure is to be removed, surgery could be required. It is possible that surgical removal of the fallopian tubes or uterus may be required. This particular case was reported with very limited information. The exact reason for the hysterectomy was not specified. Despite the limited information, given the nature of the reported event, causality with essure cannot be totally excluded. This case was regarded as incident since a surgical intervention was performed. Based on the available information there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.